Manufacturer narrative:
Follow-up is being sent to correct information sent in field d4 lot number and d4 catalog number. The complaint was received by manufacturer and, after analysis, new informations were obtained. A follow-up is being sent to correct these informations according to the evaluation made. After the evaluation was noticed that the item received is different from the item reported. Therefore, the item was corrected and the lot number was not considered.

Event description:
1000409981: the dentist reported that 2 years and 2 months after the dental implant was installed in intraoral region 7#, its loss of osseointegration was observed. Moreover, the patient presented bone type ii.

Manufacturer narrative:
The lot number reported by the dentist was not verified by the crmsystem, so it was not considered. The information provided in thisreport was based on information given by the dentist in neodent¿sproducts warranty form that was recorded in the system and is used byboth the manufacturer and the subsidiary. The original complaint and theproduct were received by the subsidiary and did not arrive in themanufacturer yet. When this happens, a new evaluation of the complaintwill be carried out and, if necessary, a new follow-up report will besend.

Event description:
(B)(4)- the dentist reported that 2 years and 2 months after the dental implant was installed in intraoral region 7#, its loss of osseointegration was observed. Moreover, the patient presented bone type ii.